Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after the fourth click the device became stuck in the wound tract. The device was removed using counter-tension and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Through requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.